Event description:
The needle broke in her arm at 9:30 am on 3/27/97. She went to her dr to have the needle removed. The procedure took one/half hour. The dr gave her the x-ray showing the needle stuck in her arm. The incision for needle removal is about an inch long and required two sutures to close. The dr prescribed e-mycin and hydrocedein (sic).

Manufacturer narrative:
Reference MFR complaint # nf1997-3-27-253. The actual needle of syringe was not returned for evaluation. Co did not receive a completed questionnaire from the customer; therefore, no add'l info was provided. None of this lot number in co's distribution centers. A review of the manufacturing records finds no defects related to the complaint. No other complaints have been registered against this lot. Should add'l info or the actual sample become available, this complaint will be reopened. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or serious injury or that one of its products has malfunctioned.